Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they have needed to charge their implantable neurostimulator (ins) more often. It was reported that the patient used to charge once a week but now they are charging too often as their battery only lasts a couple of days. It was noted that the patient had recently been reprogrammed or switched to a new group and that they recently had the need to increase parameters. The patient spoke with their healthcare provider (hcp) and was advised to have a manufacturer representative check their device. It was noted that the patient¿s battery depletion issues began in 2015, about 6-8 months prior to the date of this report. It was further reported that since the patient has lost weight, their ins has been bothering them when they drive. The patient stated that the device has been hitting them right in the back and that they had to make a small pillow to put in between them and the seat. The patient reported that they can only drive for 45 minutes before it starts hurting and that ¿feels like something isn¿t right back there.¿ it was noted that the patient¿s issue of the ins site hurting when driving began about 2-3 years prior to the date of this report. Indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.